Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was unknown. Customer reported that alarm was resolved by a complete change. Unable to troubleshoot due to past event. Customer does not want to return the sets and reservoir for analysis. Customer last blood glucose was 123 mg/dl. No further information provided.